Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this left ventricular (lv) lead was performed. Analysis showed that based on the field report, the guidewire poked through the body of the lead at the spiral while backloading the lead unto the wire. The insulation damage and guidewire damage allegations were confirmed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation damage. Moreover, the guide wire poked through body of the lead at the spiral while backloading the lead onto the wire. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation damage. Moreover, the guide wire poked through body of the lead at the spiral while backloading the lead onto the wire. The lead was never n service. No adverse patient effects reported.